Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had a battery that failed to hold charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The device investigation was unable to confirm the report that the battery will not hold charge. The evaluation found that the internal battery was depleted when the device was received at resmed. Review of the device logs revealed that the device has not been plugged in to ac power and the battery has not been charged for almost 6 months. Review of the battery logs found no issues with the battery. Performance testing showed that the battery charged when plugged to ac power. The device was serviced and returned to the customer. Based on the investigation results, it was determined that the reported event was due to a depleted internal battery after the device was stored in the warehouse for an extended period of time. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a battery that failed to hold charge. There was no patient injury reported as a result of this incident.